Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the access 2 immunoassay system for one patient. A patient sample when tested gave an accutni result of 2.8 ng/ml. Upon repeat using an alternate methodology, the results was "normal". The exact result was not supplied. The erroneous result was not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. Service was not dispatched for this event. Per customer, the patient sample would be repeated using a heterophile blocking tube. No additional information is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.